Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the patient had preexisting ventricular tachycardia (v-tach), advanced parkinson's disease, huge barlow's valve with prolapse and flail. An xtw clip was inserted and deployed on the mitral valve. However, it was observed the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The physician state the v-tach throughout the procedure likely resulting in the slda. It was then observed the patient blood pressure decreased due to an external iliac bleed. The physician stated the sgc may have caused or contribute to the bleed. Therefore, the procedure was discontinued, and extracorporeal membrane oxygenation (ECMO) was performed. Mr remained at a grade of 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported incomplete coaptation/slda appears to be due to patient condition. The reported unchanged mitral regurgitation (mr) appears to be a cascading effect of the slda. Additionally, unchanged mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.